Manufacturer narrative:
Block h6: medical device problem code a0501 captures the reportable event of tip detachment of device/ device component. Block h10: a wallflex biliary rx uncovered delivery system was received for analysis; the stent was not returned. Visual inspection was performed and it was found that the tip was attached to the delivery system. The outer clear sheath was kinked approximately 12.5cm from the tip of the delivery system. No other issues were noted to the delivery system. The investigation concluded that the observed failure of the outer sheath kinked could have been caused when the stent was attempted to be deployed during the procedure. However, the reported event of tip detached and stent failure to deploy could not be confirmed; the tip was returned attached to the delivery system and the stent was no returned. There was no confirmation on what the customer indicated; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on april 19, 2021 that a wallflex biliary rx uncovered stent was to be implanted to treat an intrabiliary stricture due to inflammation of the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. During the procedure, the stent failed to deploy. The stent was removed from the patient fully covered by the outer sheath. The distal tip of the stent was detached outside the patient. Another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary rx uncovered stent was to be implanted to treat an intrabiliary stricture due to inflammation of the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. During the procedure, the stent failed to deploy. The stent was removed from the patient fully covered by the outer sheath. The distal tip of the stent was detached outside the patient. Another wallflex biliary stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.